Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors 311 and 66200 in the logs. Reprogramming the system could clear error 311; however, error 66200 returned after a series of power cycles. The fse replaced advanced processor (ap) 5000 and performed multiple power cycles. However, it was reported later that the error reoccurred. It was suspected that the usb being plugged into the back of the tower could cause the system error, or the ap5000 that was installed previously was defective; therefore, a backup ap5000 was ordered just in case. The fse disconnected the usb from the system, reprogramming and performed multiple power cycles, which cleared the errors. There was no report of the errors¿ recurrence. The system was tested and verified as ready for use. Isi did receive the ap5000 involved with this complaint to perform failure analysis. Failure analysis was able to confirm upon reviewing error logs, but failure analysis could not replicate the reported complaint. The ap5000 was visually inspected, where no issues were found. The unit was installed onto an in-house system and powered on with no issues. The ap5000 was inspected where the leds were on, and the fan was spinning. The fiber optic light levels were checked, which were within the expected range. The system was left idly for six hours, and power cycled five times with no issues. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci training/demo session, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that a non-recoverable error 311 occurred upon powering on the system. The tse confirmed the error in the logs pointing to master video processor (mvp) node. The tse instructed the csr to perform a hard power cycle on the system, but the error returned upon startup. The tse then had the csr power cycle the system once more, but the error persisted. Later, it was reported that after waiting for a while, the system was power cycled again and was powering on without errors. There was no patient involvement.

Manufacturer narrative:
The probable root cause is due to the software converting to a non-clinical (golden image), but unable to be traced more specifically as failure analysis found no functional issues with the ap5000. This issue can be resolved by having the fse reprogram the system and replace the ap5000 if necessary.

Event description:
Refer to h11 for follow-up information.